Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia") and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, dyspareunia and genital haemorrhage had resolved. The reporter considered dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure coils visualized, bilaterally they are demonstrated within myometrium") and pelvic pain ("localised pain") in a female patient who had essure inserted (lot no. A63343) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hair loss, taste metallic, joint pain, shoulder pain and heavy periods and breast mass in 2015. Previously administered products included: mirena and cerazette [cefaloridine]. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), device expulsion ("essure coils visualized, bilaterally they are demonstrated within myometrium"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia") and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with surgery (laparoscopic bilateral salpingectomy + removal essure). At the time of the report, the pelvic pain, menstrual disorder, dyspareunia and genital haemorrhage had resolved. The outcomes for embedded device and device expulsion were unknown. The reporter considered device expulsion, dyspareunia, embedded device, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure administration. The reporter commented: discrepancy: the insertion date mention in argus is (B)(6) 2014 and as per mr received it is (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: essure coils visualized, bilaterally they are demonstrated within myometrium but do not touch endometrium. On (B)(6) 2013: essure ultraosund does not confirm correct position. [X-ray] on (B)(6) 2013: essure procedure was successful. Lot number: a63343. Manufacture date: 2012-10. Expiration date: 2015-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-nov-2022: medical records received. Reporter information, patient race, medical history, lab data, event: essure coils visualized, bilaterally they are demonstrated within myometrium added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia") and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menstrual disorder, dyspareunia and genital haemorrhage had resolved. The reporter considered dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2021: essure insertion and removal date added; event "injury nos" updated to "pelvic pain female" and upgraded to fit the removal; other events added to case "changes to menstrual cycle", "dyspareunia" and "heavy/abnormal bleeding" based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure coils visualized, bilaterally they are demonstrated within myometrium") and pelvic pain ("localised pain") in a female patient who had essure inserted (lot no. A63343) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hair loss, taste metallic, joint pain, shoulder pain and heavy periods and breast mass in 2015. Previously administered products included: mirena and cerazette [cefaloridine]. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), device expulsion ("essure coils visualized, bilaterally they are demonstrated within myometrium"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia") and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with surgery (laparoscopic bilateral salpingectomy + removal essure). At the time of the report, the pelvic pain, menstrual disorder, dyspareunia and genital haemorrhage had resolved. The outcomes for embedded device and device expulsion were unknown. The reporter considered device expulsion, dyspareunia, embedded device, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure administration. The reporter commented: discrepancy: the insertion date mention in argus is (B)(6) 2014 and as per mr received it is (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: essure coils visualized, bilaterally they are demonstrated within myometrium but do not touch endometrium; on (B)(6) 2013: essure ultraosund does not confirm correct position. [X-ray] on (B)(6) 2013: essure procedure was successful. Lot number: a63343. Manufacture date: 2012-10. Expiration date: 2015-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-nov-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure (batch no. A63343) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia") and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, dyspareunia and genital haemorrhage had resolved. The reporter considered dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Lot number: a63343 manufacture date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-nov-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure coils visualized, bilaterally they are demonstrated within myometrium") and pelvic pain ("localised pain") in a female patient who had essure inserted (lot no. A63343) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anxiety depression, uti, myocardial infarction, parity 1, gravida ii, hair loss, taste metallic, joint pain, shoulder pain and heavy periods and breast mass in 2015. Previously administered products included: mirena and cerazette [cefaloridine]. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), device expulsion ("essure coils visualized, bilaterally they are demonstrated within myometrium"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding") and breast discharge ("green discharge from nipple") and was found to have breast cancer ("- lump in left breast / fast track referral for suspected breast cancer"). The patient was treated with surgery (laparoscopic bilateral salpingectomy + removal essure). At the time of the report, the pelvic pain, menstrual disorder, dyspareunia and genital haemorrhage had resolved. The outcomes for embedded device and device expulsion were unknown. The reporter considered breast cancer, breast discharge, device expulsion, dyspareunia, embedded device, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure administration. The reporter commented: discrepancy : the insertion date mention in argus is (B)(6) 2014 and as per mr received it is (B)(6) 2013 discrepancy noted: insertion date as per argus (B)(6) 2014 as per mr (B)(6) 2013 4 loops coils on each side in cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: essure coils visualized, bilaterally they are demonstrated within myometrium but do not touch endometrium.; on (B)(6) 2013: essure ultraosund does not confirm correct position. [X-ray] on (B)(6) 2013: essure procedure was successful. [X-ray of pelvis and hip] on (B)(6) 2014: normal si joints lot number: a63343 manufacture date: (B)(6) 2012 expiration date: (B)(6) 2015. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: mr received : reporters information patient medical history and lab data were added, events "breast cancer and discharge from nipples added, product insertion date and rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure coils visualized, bilaterally they are demonstrated within myometrium") and pelvic pain ("localised pain") in a female patient who had essure inserted (lot no. A63343) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anxiety depression, uti, myocardial infarction, parity 1, gravida ii, hair loss, taste metallic, joint pain, shoulder pain and heavy periods and breast mass in 2015. Previously administered products included: mirena and cerazette [cefaloridine]. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced embedded device (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), device expulsion ("essure coils visualized, bilaterally they are demonstrated within myometrium"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding/ irregular bleeding"), breast discharge ("green discharge from nipple"), migraine ("was suffering but after a while I began getting migraines"), arthralgia ("hip pain") and headache ("headaches") and was found to have breast cancer female ("- lump in left breast / fast track referral for suspected breast cancer"). The patient was treated with surgery (laparoscopic bilateral salpingectomy + removal essure). At the time of the report, the pelvic pain, menstrual disorder, dyspareunia, genital haemorrhage, arthralgia and headache had resolved. The outcomes for embedded device, device expulsion and migraine were unknown. The reporter considered arthralgia, breast cancer female, breast discharge, device expulsion, dyspareunia, embedded device, genital haemorrhage, headache, menstrual disorder, migraine and pelvic pain to be related to essure administration. The reporter commented: discrepancy : the insertion date mention in argus is (B)(6) 2014 and as per mr received it is (B)(6) 2013 discrepancy noted: insertion date as per argus (B)(6) 2014 as per mr (B)(6) 2013 4 loops coils on each side in cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: essure coils visualized, bilaterally they are demonstrated within myometrium but do not touch endometrium.; on (B)(6) 2013: essure ultraosund does not confirm correct position. [X-ray] on (B)(6) 2013: essure procedure was successful. [X-ray of pelvis and hip] on (B)(6) 2014: normal si joints. Lot number: a63343; manufacture date: 2012-10; expiration date: 2015-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-feb-2024: new events migraines, headache & hip pain were added. New reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('localised pain'). In a female patient who had essure (batch no. A63343) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia") and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, dyspareunia and genital haemorrhage had resolved. The reporter considered dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 8-nov-2021, lot number was added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia") and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, dyspareunia and genital haemorrhage had resolved. The reporter considered dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: essure insertion and removal date added; event "injury nos" updated to "pelvic pain female" and upgraded to fit the removal; other events added to case "changes to menstrual cycle", "dyspareunia" and "heavy/abnormal bleeding". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.